Event description:
It was reported that the customer experienced a high blood glucose level of 500 mg/dl at the time of the event and 90 mg/dl at the time of the report. She also reported her insulin pump experienced a motor error and button error alarm. She used her back up plan to treat her high blood glucose level. The customer was also advised to disconnect and stay on back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.